Manufacturer narrative:
Analysis was able to confirm the reported lack of output from the external pulse generator (epg). The output connector assembly was broken. Analysis also noted that the hanger assembly was broken and the hanger o-ring was missing. Additionally, the display wires were pinched but the wire insulation was not compromised. All found defective and broken parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance, the external pulse generator (epg) had no output. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the epg was returned for service.